Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did any piece fall into the patient?---no. If so, was it retrieved? ---n/a. Did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The device returned had a cut in the balloon. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.